Event description:
It was reported that when the mini vision stent delivery system was removed from the packaging, the stent did not seem to be secured correctly on the balloon (loose). There was no patient involvement and the device was discarded. No additional information was provided.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/10/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with a white residue on display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.